Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a needle retraction issue could not be confirmed from the 24g insyte autoguard device that was provided for investigation. The needle was received fully retracted within the safety shield. After resetting the safety mechanism, a functional test showed that the needle fully retracted and the retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
This is related to a 24g winged isag. The needle was very sluggish to retract when the safety button was pushed.